Event description:
I don't think I have been harmed, but I could have been due to an eye glass cleaner that I purchased from walmart that contains butoxyethanol, when I did research I was informed not to use products containing butoxyethanol as continuously using this chemical could cause harm to my eyes. I can't believe that walmart is even making a product that contains this chemical that could harm someone's eyesight the product name is equate lens cleaner, it also said it can cause headaches, this product should be taken off the market, I also found out that a lot of hair dyes also contain this product, my question is why? How has the FDA allowed this to even happen, when women and men use hair dyes quite often, me being one of those people. This absolutely needs to be corrected, there has got to be something that's not dangerous to humans that personal products can be produced without killing us slowly. When I sprayed my glasses to clean them, the scent of the product burned my nose a little, that's what made check the ingredients and I am just shocked, and makes me wonder just how many dangerous chemicals we come in contact with each and every day that the FDA allows that is probably causing more that half of our health issues here in the united states. To clean my eye glasses, the scent burned my nose.